Manufacturer narrative:
The reported event of the stylet being unable to be removed was confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly. The cause of the reported event of the stylet being unable to be removed was isolated to the bunching of the stripped stylet, ptfe coating and inner coil. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During the implant procedure, the stylet could not be removed from the left ventricular (lv) lead. A new lead was used to complete the procedure, and the patient was stable with no consequences.